Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fourth firing in closing the common hole of functional end to end anastomosis procedure, the first cartridge was in a condition that pre-fire was suspected. For the second cartridge, it was unable to verify whether the cartridge was pre-fired or not by visual check but according to the doctor, the green button was able to be pressed but the handle was unable to be squeezed. For the third time, suture was used for closing and it was completed. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.